Manufacturer narrative:
Failure analysis for fiber (B)(4): there is no visual blockage of the inlet flow tubing or the outer flow tubing; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing open end appears scratched and stretched. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "no flow of water in fiber" could not be confirmed; a cap detachment was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure at 5,025 joules and 1:28 minutes of usage there was no flow of water in the fiber. The fiber was exchanged and the procedure completed. Patient outcome "ok" was reported.